Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because a valid lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is not expected to be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
User facility medwatch received: "per md, suture did not catch. Second device deployed successfully. The abbott rep will be in the cath lab to re inservice all proceduralists/fellow/np/pa to use of closure device. Device usage problem: device malfunction- that is, the device did not do what it was supposed to do."